Event description:
Implant date: 1998. On 11/15/1998, the pt felt pain and "sensation of cracking" when standing up. X-rays taken on 11/16/1998 showed broken rods. Revision surgery in 1998 to replace implants.